Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. In addition, it was reported that multiple cartridges were leaking from the patient line. Customer's blood glucose level was 109 mg/dl. A cartridge change was performed resolving the issues.